Manufacturer narrative:
There was no report of device malfunction of serious injury as a result of this issue. The loose inner stand bolt was tightened/torqued to specification by the varian field service engineer. Still under investigation, varian has determined that a MDR is appropriate, as this loose stand bolt issue, should it recur, may potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
A varian field service engineer (fse) reported that while checking stand bolts for tightness during an unrelated service call, he discovered that one inner stand bolt was loose; the washer under the bolt could be turned by hand. It is assumed that this bolt was forgotten to be tightened during installation/rigging. The clinac has six mounting bolts that hold the stand to the base frame. Four bolts are accessible from the outside and were tightened on this machine. There are two more bolts - only accessible from the inside - one was loose. All six bolts should have been tightened with 1017 nm during rigging. A special tool is needed to reach these inner stand bolts.